Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a total laparoscopic hysterectomy. The active blade broke off when used on the round ligament. Tech stated that during testing device was fine, however when energy applied it did not sound like it normally does. Another device was used to complete the case. Piece retrieved through trocar. There was no adverse consequence to the patient.